Event description:
Synovitis, left knee effusion [joint effusion], shingles [herpes zoster]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female pt (age not provided), initials unk, with osteoarthritis grade 4. This case belongs to a batch of icsr's from a company purchased database containing a collection of data from 10/1997 to 07/2010. The pt's medical history was significant for previous treatment with synvisc 2 courses, second course in 2000 (age (B)(6) at the time of the first course), fall, torn medial meniscus and total knee replacement of right knee. On (B)(6) 2002, the pt initiated treatment with intra-articular synvisc (hylan g-f 20) injection, in left knee (third course), dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2002, the pt experienced synovitis in left knee and then again 7 days later. On unspecified dates in 2002, unk amount of fluid was aspirated and 17cc of clear yellow fluid was aspirated from the left knee. On unspecified dates in 2002, the pt received treatment with celestone (betamethasone) for synovitis and left knee effusion. On (B)(6) 2002, the pt received the third injection in left knee. On (B)(6) 2002, the pt recovered from the event of synovitis of left knee. On (B)(6) 2003, the pt experienced shingles. On (B)(6) 2003, the pt was hospitalized due to shingles. The outcome for the event of left knee effusion and shingles was not provided. Relevant concomitant medications were not provided. The intensity for the events of synovitis of left knee and left knee effusion was assessed as moderate. The intensity for the event of shingles was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related, relationship between synvisc and shingles as unrelated and did not provide the relationship between synvisc and left knee effusion. Follow up information was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 04/12/2013. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsr's from a database extraction containing a collection of data from 10/1997 to 07/2010. The benefit risk profile of the product is not altered by this report.